Event description:
It was reported the patient's lead moved and were also auto reducing. As a result, surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates the leads were confirmed by imaging to have migrated following multiple falls. Surgical intervention was undertaken wherein both leads were explanted and replaced. There was no allegation against the ipg.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.